Manufacturer narrative:
.

Event description:
Procedure type: removal of loose body, right elbow transposition of ulnar nerve. According to the reporter: the procedure was completed in 2007. Post op visit, nine days later, wound was dry and healing, clipped ends of exposed dissolvable suture and redressed. Post op visit, the next month, slight erythema, started on cipro. Post op visit, twelve days later, drainage and erythema still, started on keflex. Post op visit, six days later, opened draining area sterily and removed two questionable stitch abcess areas, continued antibiotics orally and local wound care, post op visit, the following month, wound infection resolving. It is unknown what lot of suture caused the event: either lot a5k908 or a6m750. Both have the same catalog number.